Manufacturer narrative:
(B)(4). Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation revealed the sliding core, uhmpwe, 7mm to be the subject product. No further associated products were reported. A deficiency in material or manufacturing was not found. The affected sliding core was documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. In the case presented a male patient ((B)(6)) had been treated with a scandinavian total ankle replacement on (B)(6) 2012 due to a right ankle traumatic arthropathy. On (B)(6) 2015 the patient was revised in order to replace the polyethylene sliding core. According to the attending physician ¿it iooks like his poly is displaced or fatigued. He does have a cystic area in the distal tibia. He needs to have a poly exchange. Significant plastic deformation / delamination and abrasive wear was found in the keel through as well as adjacent to that region, which most likely was caused by a dislocation of the polyethylene sliding core. Substantial abrasive wear (secondary wear scars) were furthermore found on the corners of the polyethylene sliding core, which was likely linked to bone contact. ¿complications due to the meniscal mobile bearing in tars such as luxation, subluxation, massive wear, and fracture of the pe inlay are rare complications. The cause of these complications is regularly not found in the design of this three piece total ankle replacement. Causes of failure of the mobile bearing are mostly found in incorrect indication, incorrect soft tissue balancing, incorrect positioning of components, implantation in ankles with hindfoot malalignment and ankle instability¿ (3). The key factor regarding the longevity of the polyethylene sliding core is the correct alignment of the implant components ¿to assure even distribution of forces on the polyethylene liner during gait¿ (4). The tibial and the talar component of the star ankle prosthesis have to be positioned ¿parallel to one another¿. A misalignment (especially greater than 5 degrees) ¿between the tibia and talus will cause increased stress and wear on the polyethylene component, greatly increasing the risk of failure of the polyethylene and loosening of the other components¿ (4). With respect to the diagnosed ¿cystic area¿, cyst formation had already been clinically assessed by a hcp: cyst formation (bone resorption) (0 ¿ 16 %): spontaneous bone resorption and cyst formation represents a significant problem in ankle arthroplasty. The symptoms may be mild and will not require specific surgical measures, but in many cases revision surgery with bone grafting may be required. In advanced cases cyst formation may cause a collapse of the arthroplasty requiring implant removal and ankle fusion (5). Additionally the case was evaluated by a product expert from the development department with respect to cyst formation. He stated that ¿this is a known complication and risk in the scientific literature. The exact source is unknown. Researchers believe that it is due to poly wear debris and/or fluid hydraulic pressure in the joint.¿ based on the above information and referring to that no deviation was found in the manufacturing documents the event was not related to a deficiency of the device. Nevertheless as the cause of cyst formation is still poorly explained / understood and probably multifactorial, a correlation between implants and cyst formation could not be excluded. Dislocation of the implants, osteolysis and/or other periprosthetic bone loss (like cysts) are listed in the IFU as adverse effects.

Event description:
Patient presented with pain. Debridement, curettage and back filling cystic with calcium phosphate superior to tibial component of tar. Did a triple step cut and internal brace. The mobile bearing was exchange.

Event description:
Patient presented with pain. Debridement, curettage and back filling cystic with calcium phosphate superior to tibial component of tar. Did a triple step cut and internal brace. The mobile bearing was exchange.